Event description:
It was reported before the tka procedure that the cutting block was broken underneath the knob, where the slap hammer attaches. Then it was used another device but the knob of the device was coming loose. The procedure was completed without delay, using another backup from smith & nephew. No patient injury or other complications were reported at the moment.